Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that post implant, the patient was experiencing chest wall pain and could not take a deep breath. A pleural effusion was noted on the patient's right side and a lead revision was performed two days after implant. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.